Manufacturer narrative:
Information contained in this report was previously submitted through psr 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, crease fold, red particles, wear abrasion and opening. A microscopic analysis was performed which identify a crease sharp in the posterior side. Based on the device analysis the final assessment is a crease sharp in the posterior side due to a fold flaw opening reason for reoperation reported as rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.